Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the distal connector of an opt570 adult optiflow tracheostomy interface became detached from the breathing circuit tubing after the patient was moved by nursing staff to change the sheets and bathe the patient. The customer further stated that the device had been in use for three days before the incident occurred. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The opt570 interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trach. Method: the complaint opt570 was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the device was returned with the tubing and the grip separated from the swivel. A lot check revealed no other complaint for this product with this failure mode. Conclusion: excessive force appears to have been applied to the swivel and the grip, causing them to detach from the cannula. The opt570 interface is shipped to the customer fully assembled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and deformation. Any product that fails the visual inspection is rejected.